Event description:
Technician alleged that the head section of this bed is twisted, and the arms are pulled from the pivot slid, he stated that there was no injury from this issue. Work order was completed on 09/18/08, which completed the repair of this bed.